Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log files analysis indicate: three vad disconnect alarms have been logged at the following times: (B)(6) 2014 at 20:51:31, (B)(6) 2014 at 20:52:13, (b)(6 2014 at 20:53:55. Two controller fault alarms have been logged on (B)(4), at the following times: (B)(6) 2014 at 20:29:39, (B)(6) 2014 at 20:32:54. Starting (B)(6) 2014; there is an increasing trend in power consumption.

Event description:
Approximately three weeks post hvad implantation, controller fault alarms were reported. The controller was exchanged and returned to the manufacturer for further evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed controller fault alarms on the date of the reported event. Additionally, log file analysis revealed premature switching events that are most often attributed to a communication error between the controller and batteries. This is considered an incidental finding and not related to the reported event. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller fault alarms of type sys_uic_aps_fail are most often attributed to a leaky diode and result in intermittent controller fault alarms. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event is a faulty diode on the automatic power switch circuit. No additional information will be forthcoming.